Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s battery would not hold a charge for very long. They stated that they hadn¿t charged it in 7 months and it was reported that the battery was overdischarged. The rep was able to get the battery charged up enough to check impedances and it was reported that all were ok. Factors that contributed to the issue was the patient neglected to maintain the proper charging of their system. After an antenna locate was performed, the rep was able to get enough charge into the battery to check the lead connections. A battery replacement was being discussed. It was indicated that surgical intervention was planned, but had not yet been scheduled.